Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer of a transistor within the mixed mode integrated circuit. This anomaly caused a high current drain.

Event description:
Boston scientific received information that the patient reported their cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. Boston scientific technical services (ts) was consulted and referred the patient to their clinic. A remote interrogation was performed which showed the crt-d to be at explant status after only six months with a abnormally high power consumption. Review of the device data by an engineer confirmed the premature battery depletion due to a high power consumption, however a cause was not determined. Immediate explant of the device was recommended. This device was explanted and replaced. No additional adverse patient effects were reported.